Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy during the activation process. The pink slide did not move forward. Cannula was not visible when removed. Pod was worn less than 1 hour.

Manufacturer narrative:
The pod was returned with the needle mechanism in a not deployed state. Investigation of the pod data found that the pod completed first and second prime early due to rotational sensor malfunctions. These rotational sensor malfunctions also caused the pod to generate an 0x42 "rotational sensor minimum pulses between safety sensor trans" alarm which is seen in the original pod data. These rotational sensor malfunctions can be confirmed as the root cause of the needle not deploying during operation. During the rerun, the pod did not replicate the observed rotational sensor errors. The rotational sensor assembly was inspected, and no abnormalities were observed. The exact cause of the observed rotational sensor malfunctions cannot be determined.